Event description:
On (B)(6) 2026, a company representative - service personnel contacted technical service to report that reconditioned totalcare bed (product code pr1900dm000004, serial number (B)(6)), head will not go up. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.